Manufacturer narrative:
Adc product quality engineering (pqe) investigated this alarm-2 (signal loss alarm) complaint. It was determined that the freestyle libre 2 sensor reported in this complaint was manufactured at flex buffalo grove (fbg) with the incorrect low-temperature ratio parameter of zero (0). The low-temperature ratio parameter setting should be set at 187. The incorrect low-temperature ratio parameter will prevent the sensor bluetooth low-energy (ble) radio from enabling in the operational temperature range, and as a result, the system will not be able to present glucose alarms. This failure mode was identified during the investigation of the track and trend review related to alarm-2 cases in (B)(6) 2020. This issue was addressed in the field by (B)(4) dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed, and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The temperature ratio setting is in the machine software and, therefore, not captured in the DHR. If the product is returned, a physical investigation will be performed and a follow-up report submitted. (B)(4) was initiated to investigate and address this issue on 16-may-2020. Immediate as well as corrective and preventative actions include: software on affected kit pack lines has been updated to prevent the resetting of the low temperature parameter to 0. This action was completed on 28-may-20. Impacted product within manufacturing control was determined to either be immediately scrapped or reworked. Rework and scrap of all impacted product was completed 26-jan-21. Update packaging line test limits and associated packaging line validation protocols to include applicable product software parameters for verification. This will ensure that the validation of additional packaging lines will include all the appropriate parameters for successful verification and validation. The completion date of this corrective action was 11-dec-20. Update validation process to include requirements to perform functional testing of product to user requirement specifications. This corrective action was implemented on 09-feb-21. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing signal loss while wearing a freestyle libre 2 sensor and the low glucose alarm not being triggered, resulting in him experiencing a seizure and loss of consciousness. Paramedics were called and customer was transported to a hospital where he was diagnosed with hypoglycemia and treated with intravenous glucose. There was no report of death or permanent injury associated with this event.